Event description:
It was reported that the patient experienced a hematoma. The patient was treated with one unit of packed red blood cells, reported feeling better, and was discharged two days after the event date.